Event description:
Six thyroid shields were tested using a tbm-3 survey meter for beta radiation, and found to be contaminated with readings ranging from 0.5-1.2 mr/hr. All devices had been in use since april or may of 1997.